Event description:
The adj pin collet 2.0-3.2mm was sent for service and during analysis it was noted that there were metal shavings present under the lever. There was no patient involvement and no adverse consequences associated with the device.